Manufacturer narrative:
Correction: h6- device code. Investigation / evaluation: it was reported that a turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC (upicds-4.0-CT-nt-abrm-1111) from lot: 10077218 broke at the junction between the white hub and extension tube and leaked. The device was indwelling for 103 days when this failure was noted. Cook became aware of this event on (B)(6) 2020 upon being notified by (B)(6) of philadelphia. The patient's status is unknown. A review of documentation including the complaint history, device history record, instructions for use (IFU) and quality control of the device was conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient controls are in place to detect this failure mode prior to release. A review of the design history file (dhf) showed that the risks associated with this device are acceptable when weighed against the benefits. A review of the device history record (DHR) for lot: 10077218 and related catheter subassembly lot: ic9973011 revealed no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with these lot numbers. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "intended use: the cook spectrum turbo-ject PICC is indicated for multiple injections of contrast media through a power injector. The maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated, as shown on the following table. Warnings: the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use spectrum turbo-ject PICC lines with a power injector, the technician / health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr, IFU, DHR, and dhf suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned product and the results of our investigation, a definitive root cause for the failure could not be established. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Device name: turbo-ject® double lumen minocycline/rifampin over-the-wire power-injectable PICC (B)(6). Occupation: safety-quality specialist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject double lumen minocycline/rifampin over-the-wire power-injectable PICC broke and thus began to leak at the junction between the white hub and catheter lumen. The event occurred in the user facility's cicu. The device was implanted for 103 days. The patient was not receiving tpn or lipids. No adverse effects to the patient have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.